Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, and half way through the procedure, there was an instrument error message on the harmonic generator. The scrub nurse took the device from the surgeon and reaffixed the instrument. However, the scrub nurse tried testing it again and the same error message appeared on the screen. The scrub nurse then used a wet gauze to clean the blade and realized that the blade was crooked. The scrub nurse lightly cleaned the active blade and it broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient.